Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The tubing got detached and the site of detachment was at the quick release. The infusion set was in use for 20 minutes. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.